Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/10/2015. The fse found that the 376 processing board was damaged. The fse replaced the processing board, which repaired the erroneous results. The repairs were verified per established procedures. (B)(6).

Event description:
The customer found the coulter hmx analyzer with autoloader generated high white blood cell (wbc), hemoglobin (hgb) and platelet (plt) results on one patient sample. The instrument also generated vote outs for hematocrit (hct) and red blood cell (rbc) parameters. The sample was rerun on the same instrument and the result was considered correct. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.